Event description:
Pt was taken to surgery for a radical nephrectomy. Anesthesia was given via a flex-tip plus catheter. Following the surgery, the pt had no movement in his lower extremities. Upon removal of the catheter, it was noted that it had unraveled. Within a few hrs after removing the catheter, the pt regained movement in his lower extremities. Tests performed: device was visually inspected. Results of the tests: the device is a guide wire attached to a blue and black plastic handle with a blue knob. The guide wire is intact from the end of the handle to the near the distal end where it is unraveled and a portion of it appears to be missing. Included with the device is a foam sponge and tape that were used while the catheter was in place. Identified cause: device failure.